Manufacturer narrative:
Customer complaint of set screw cannot be tightened was confirmed and inadequate lv output were not confirmed during analysis. Connector inspection of atrial setscrew found septum parts inside of the setscrew inset and stripping, which are consistent with damages resulting from incorrect torque wrench insertion during implant procedure. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant the pacemaker exhibited poor pacing. It was also noted that the set screw could not be tightened and header had difficulty with the lead. The pacemaker was exchanged. Patient was stable.